Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an "e-6" error message with the adc blood glucose meter. The customer subsequently could not test blood glucose and experienced unspecified symptoms of high blood glucose. The customer had contact with a healthcare professional, who diagnosed her with hyperglycemia and the customer was treated with "trotathane" insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d1 (brand name) was updated from freestyle precision h to freestyle optium neo h. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo h meter was reviewed and the dhrs showed the freestyle optium neo h meter passed all tests prior to release. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported an "e-6" error message with the adc blood glucose meter. The customer subsequently could not test blood glucose and experienced unspecified symptoms of high blood glucose. The customer had contact with a healthcare professional, who diagnosed her with hyperglycemia and the customer was treated with "trotathane" insulin (dose unknown). There was no report of death or permanent injury associated with this event.